Event description:
A 36 year old black male admitted on 1/12/1999 with a complaint of high blood pressure and cardiac evaluation. During his hospitalization, he exhibited signs of alcohol withdrawal and was treated with ativan. On 1/21, he removed his wrist, ankle and vest restraints, broke the window in his room and went out of the window. His room was on the 4th floor, and he landed on the 3rd floor roof. He was transported from facility to another facility for trauma care, and expired on 1/23/99.